Event description:
It was reported that the patient was admitted to the hospital for transurethral enucleation of the prostate, and the three-lumen urinary catheter was routinely placed to compress and stop bleeding, and the patient was found to have ruptured the urinary catheter water injection balloon after returning to the ward, and the patient was admitted to the operating room for the second time to stop the bleeding, and the three-lumen urinary catheter was placed. On the second day after surgery, the patient's vital signs were unstable, and the examination found that the urinary catheter injection bladder ruptured again, and the patient was admitted to the operating room for the third time and replaced with another batch of urinary catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.